Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.

Manufacturer narrative:
An inflammatory reaction to a component of an implantable device can cause local or systemic reactions of varying severities. Depending upon the patient¿s general and immune system health, as well as known hypersensitivity to the component (e.g. Nickel; alpha-gal), the response can be immediate or delayed. These events are reportable if death or other serious injury occurred as a result of the inflammatory reaction. Examples of that, anaphylaxis, and/or any indicated or performed invasive intervention to treat the patient. The subject device remains implanted and such cannot be returned for evaluation. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
Edwards received information patient with a 3300tfx aortic valve implanted approximately one year developed allergic symptoms after consumption of mammalian meat. A 73-year-old male patient with severe calcific aortic stenosis also reported a 5-year history of delayed reactions (5-6 hours) after consuming mammalian meat, including 3 syncopal episodes with urticaria that necessitated emergency treatment. Patient had extensive history of tick bites. On a diet that excluded red meat, patient no longer had further reactions. Patient underwent aortic valve replacement with a bovine valve that was treated with the thermafix process designed to prevent calcification. At the end of the operation, patient developed a diffuse maculopapular rash, hypoxemia, and wheezing. The patient responded well to epinephrine, dexamethasone, famotidine, and fluids. Bronchoscopy did not reveal airway edema. Patient was extubated successfully later that day and maintained on cetirizine, famotidine, and prednisone. Patient tryptase level was found to be elevated, at 24.7 ng/ml (reference range < 11.5 ng/ml), during the anaphylactic reaction; baseline tryptase performed a few months later when patient was asymptomatic was 6.35 ng/ml. Patient was discharged on post-operative day five. During a 1-year- follow-up after surgery, patient had only developed allergic symptoms after consumption of mammalian meat.